Event description:
It was reported that the device was unable to cool the patient from a temperature of 37.5°c to 33°c. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This issue was resolved for the customer by replacing the manifold assembly.

Event description:
It was reported that the device was unable to cool the patient from a temperature of 37.5°c to 33°c. No adverse consequence or clinically relevant delay in treatment was reported.